Manufacturer narrative:
(B)(4). Evaluation results: (root cause of reported intervention undetermined), none (device not received for evaluation).

Event description:
The physician was using resolute integrity rapid exchange (rx) drug-eluting stent for treatment of the proximal superficial femoral artery to the lad. The lesion exhibited 90% stenosis and was heavily calcified. The lesion was pre-dilated and 30% stenosis remained post pre-dilation. The stent placement was challenging and the lesion was unusually unresponsive to post dilatation. Approximately 48 hours post deployment stent thrombosis occurred. The lesion was pre-dilated and an endeavor sprint rx drug-eluting stent was implanted to treat the thrombus. It was decided to send the patient for open heart surgery due to the complexity of the lesion. There was no issue with the endeavor sprint rx stent and the surgery was related to use of this device. The physician did not attribute the thrombus to use of the resolute integrity device.